Manufacturer narrative:
The thermogard console was not returned to zoll for evaluation. The thermogard console was evaluated by zoll service at the customer site. The reported complaint of the thermogard console (sn (B)(4)) generated an air trap alarm was confirmed during the analysis of the event log but not during functional testing. The customer reported issue was not duplicated during the testing, and the thermogard console functioned as intended. The probable cause of the air trap alarm was due to saline fluid in the air trap chamber which was caused by a leaking start-up kit (suk) as the bottom cap of the suk air trap was found inside of the console air trap chamber. No physical damage was observed on the thermogard console during visual inspection. During initial functional testing, the thermogard console passed all the tests without any fault or error. During the analysis of the event log, several "saline empty" error messages were observed. Following service, the thermogard console passed the final functional test and electrical safety test without any error.

Event description:
During the rewarming phase of the ivtm therapy, approximately 30 hours after the catheter placement, the thermogard console (sn (B)(4)) generated an "air trap" alarm and the saline was noted in the air trap chamber. In addition, the customer reported the bottom cap of the start-up kit (suk) (lot # unknown) air trap was left inside of the console air trap chamber. The patient's temperature was 33°c at the beginning of the treatment, with the target temperature set to 36.5°c. The patient body was at 36.0 °c when the treatment was stopped, however, the specifics of the alternative therapy were not disclosed. No consequences or impact to the patient.